Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable.

Event description:
This complaint was forwarded to mitek product complaints from our medical affairs team after reviewing a journal article in the journal of arthroscopic and related surgery. It involved a study on "is quadriceps tendon a better graft choice than patellar tendon? A prospective randomized study. It was stated during a 2 year follow-up period that one patient where a qtb graft was used had removal of a tibial graft fixation screw because of localized pain and screw protrusion. Authors: bent lund, md., torsten nielsen, b.a. Phys., peter fauno, m.d., svend erik christianse, m.d., and martin lind, m.d., ph.d. Http://dx.doi.org/10.1016/j.arthro.2014.01.012 reference: division of sports trauma, university hospital of aarhus, denmark.